Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the reportable findings documented in section b5 the following findings were also discovered; the water tightness was lost due to a pinhole on the bending section cover, the distal end had discoloration, the objective lens had a chip, the light guide lens had a crack, the adhesive around objective lens had a crack, parts were replaced due to annual inspection, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had air escape at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside of the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.